Event description:
It was reported that a trainer recommended a factory reset of the ilet system due to user maladaptation after overtreating low glucose events, and support guided the user through a full reset, resyncing the freestyle libre 3+ continuous glucose monitor (cgm) and completing a full supply change, with education to allow the system time to relearn baseline and to follow meal and hypoglycemia treatment guidance. No reported symptoms. Outcomes included no reported injury, no alerts or alarms, and no hospitalization. Investigation included a troubleshooting session, device settings review through the reset process, cgm reconnection, and user education. Investigation of this case revealed user-related maladaptation leading to suboptimal automated dosing behavior that was addressed by restoring default control via factory reset and reestablishing sensor and infusion components. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with device functioning as designed after reset and education.